Event description:
It was reported that the customer was hospitalized for dka. The cause of event stated by the md was dka and the insulin was not absorbing properly. It was indicated that the pump is functioning properly. The customer was instructed to monitor bg and to call back for further assistance.